Event description:
Note: this report pertains to one of three devices used in the same patient. Manufacturer report #s 3005099803-2014-01517, 3005099803-2014-01518, and 3005099803-2014-01573 refer to these devices. It was reported to boston scientific corporation that two percuflex plus ureteral stents (subject of manufacturer report #¿s 3005099803-2014-01517, 3005099803-2014-01518) were used during a ureteral stent implantation procedure in the ureters performed on (B)(6) 2014, and a third percuflex plus ureteral stent (subject of 3005099803-2014-01573) was implanted on an unknown date after (B)(6) 2014. According to the complainant, on (B)(6) 2014, two percuflex plus were implanted in the right and left ureters. On that same day, the patient had a fever and was unable to urinate. The next day on (B)(6) 2014, the physician replaced the percuflex plus in the right ureter with a single j stent. On (B)(6) 2014, the stent in the left ureter was replaced with a single j stent. The patient's condition was then improved. Later, on an unknown date, the single j stent in the right ureter was replaced with the third percuflex plus stent; however, the next day, the patient had urination retention and fever again. To resolve the urinary retention and fever, this third percuflex plus stent was replaced with a single j stent. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.